Event description:
Nurse reported that during a surgery procedure, she observed that the surgeon seemed to have problems with the serfas suction probe. She reported that the tip was broken intraoperative and that the surgeon couldn't find the tip. Furthermore, she noted that the surgeon was not sure if some fragments had broken inside the pt.

Manufacturer narrative:
Additional info will be submitted once investigation is completed.